Event description:
Per the clinic, the device was electively explanted (specific date not reported) due to an ear reconstruction procedure, unrelated to the implanted device. Additional information has been requested but has not been made available as of the date of this report.